Event description:
This report was received from global pharmacovigilance and is a solicited report by a pharmacist from (B)(6) of headache and peritonitis coincident with extraneal viaflex, nutrineal pd4 unknown bag, and balance fresenius 1.5% therapies with supplemental information received from the physician on (B)(4) 2011. In (B)(6) 2008, the patient began treatment with nutrineal ip for capd. On an unreported date, the patient began treatment with physioneal, unspecified product (dose, frequency not reported) ip for peritoneal dialysis. On an unreported date prior to the adverse events, the patient was hospitalized for an unspecified reason. On (B)(6) 2011, the patient received extraneal viaflex. The patient's pd effluent was clear. On (B)(6) 2011, the patient experienced a headache. On the same day, the patient received nutrineal pd4 unknown bag and experienced cloudy effluent. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent. On the morning of (B)(6) 2011, extraneal viaflex was drained and revealed cloudy effluent. The patient did not have a fever or experience abdominal pain. On (B)(6) 2011, nutrineal was drained from the patient, the effluent was cloudy, and was withdrawn. Follow-up information received from the physician indicated that on (B)(6) 2011, the patient experienced sterile peritonitis manifested by cloudy effluent and abdominal pain. The physician stated that the patient specifically improved with the discontinuation of nutrineal pd4 unknown bag therapy. On the same day, the patient began remedial therapy with cefazolin (1g, daily, route not reported) and fortum (1g, daily, route not reported). On an unreported date, another peritoneal effluent culture was performed. At the time of this report, the culture results were pending. On an unreported date in 2011, the patient recovered from the sterile peritonitis and remedial therapies were stopped. At the time of this report, the patient was still hospitalized with the plan of going to a retirement home. On an unreported date, extraneal viaflex therapy was withdrawn. It was not reported whether physioneal, unspecified product was ongoing. The physician did not consider physioneal, unspecified product a suspect medication but rather a concomitant medication. It was not reported whether the event of headache resolved. The physician stated that the event of sterile peritonitis was related to nutrineal pd4 unknown bag therapy and unrelated to physioneal, unspecified product. The physician did not report on extraneal viaflex and balance fresenius 1.5% therapies.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.